Manufacturer narrative:
Explant date - (B)(6) 2016. Review of manufacturing history revealed no evidence of product nonconformance. Visual examination of the fractured stem indicates the fracture was likely caused by fatigue at the femoral neck. The evaluation noted fretting/galling and instability at the taper interface, joint laxity, and malposition of the acetabular component. It is probable that these stresses placed upon the components were exacerbated by non-compliant behavior of the patient and excessive loading as a result of the patient¿s weight and activity. A conclusive root cause could not be determined with the available information. This report is number 2 of 2 MDR's filed for the same event (reference 3002806535-2016-00349 and 00896).

Event description:
Legal counsel for patient reported patient was revised approximately nine years post-implantation due to unspecified complications. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel indicates the patient was revised approximately nine years post-implantation due to an unspecified fracture experienced on the right side. The fracture allegedly occurred after rising from a kneeling position and twisting.